Event description:
I'm so sensitive to sun and lights, it makes my face blister and swell. Started using invisaligner braces in (B)(6) 2013. Facial swelling, blistering started in (B)(6) 2013. Full body hives sent me to emergency room on (B)(6) 2014. I was told there is no test to determine allergic reactions to invisalign, but they did refund my money, so they know there is a problem.